Event description:
It was reported the front case with keypad is being replaced. There was no patient involvement.

Manufacturer narrative:
The customer reported that the front case with keypad is being replaced with recall replacement parts. The returned front case w/keypad assemblies were confirmed new and are listed in the medical device recall letter sent to the customer on 04 aug 2020. External inspection was performed on the 7 printec (p/n tc10013702) keypads date code 18/01 (jan 2018). The keypads were observed to be in new unused condition with no irregularities observed. Test results identified the keypads tested good with no faults identified. Test results: maintenance keypad test: the front case keypad (qty 7 p/n tc10013702) were connected to the cad pcu test fixture #10013973 (eq 111582) for functional testing. The keypad¿s ac indicator light illuminated as expected and all keys functioned as intended. Test method information: n/a. The returned front case w/keypads are confirmed new and unused. The assemblies were tested with no irregularities found. The assemblies are being returned per recall for replacement parts. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of 03/30/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/28/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text: only keypads were received for investigation.

Manufacturer narrative:
Supplemental created to revise h6 evaluation and conclusion codes to reflect no fault found-additional information added to: h6, h3 other text : fi added to previous MDR.

Event description:
It was reported the front case with keypad is being replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case with keypad is being replaced. There was no patient involvement.